Manufacturer narrative:
The insulin pump received with normal operating currents. No unexpected low battery alarm noted. The insulin pump received with stripped battery cap coin slot, cracked display window corner, cracked reservoir tube lip, belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was unable to remove the battery cap from the insulin pump to change the battery. The blood glucose reading was 211 mg/dl. The battery showed less than two bars. The battery did not last more than one week. Nothing further was reported.